Event description:
It was reported that the anesthesia system generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the anesthesia system at the hospital. The inspiratory pressure transducer pcb was found faulty and was replaced. After successful testing, the anesthesia system was cleared for clinical use. The device logs have not been received. The replaced part was kept by the customer and cannot be investigated further. Our conclusion into this matter is that the replaced inspiratory pressure transducer pcb caused the reported fault.